Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomitants: (B)(6) - 02-010-01-0320 - femur ps cem.nº2 der. (B)(6) - 02-012-45-2020 - bandeja tibial logic fit 2f/2t . (B)(6) - 204-34-04 - vastago ext. 14x40mm. (B)(6) - 204-70-00 - tornillo fijacion vástago a tibia. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
(B)(6) #88 during the week of april 17-25, representatives of exactech, inc. And exactech spain conducted an in person site visit with (B)(6) hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. On 28-nov-2023 updates to the excel listing were provided. This patient (B)(6) was implanted with a 02-012-35-2009 logic tibia ps mod insrt sz 2 9mm, serial number (B)(6) on (B)(6) 2014. The insert was manufactured on 10/29/2011and was packaged in a vacuum bag with no evoh. The insert was manufactured on 10/29/2011 and was 2.98 years of shelf age at the time of implant. Patient was revised on (B)(6) 2021 approximately 6.54 years post implant. Poly replacement. Polyethylene asymmetry (loss of height). Components anchored to the bone. No further information.

Manufacturer narrative:
H3: the revision reported was likely due to prosthesis wear as reported. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the potential contributions of each to the sequence of events cannot be confirmed as the device was not available for evaluation and images of the explanted device/radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6 - component code, investigation conclusion. The following sections were corrected: h6 - component code 4756, inv findings code 140, 4243, inv cause 22 no longer applies should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: c. The revision reported was likely due to prosthesis wear as reported. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the potential contributions of each to the sequence of events cannot be confirmed as the device was not available for evaluation and images of the explanted device /radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.